Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. -upon visual inspection, it was noted that the thighrope of the tightrope® ii rt, with deploying suture, was frayed and cut. -functional testing was not performed due to the damage to the device. Per dfu-0147-eo tightrope® devices g. Precautions.1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strandsand/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft. The most likely cause of the reported and observed failure is user error, specifically excessive force used during suture passing tension, which shortens the suture strands out of line with the bone socket.

Event description:
It was reported that during an arthroscopic anterior cruciate ligament surgery the tightrope tore when it was pulled in the femoral tunnel. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.